Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump event history logs showed "medium alarm displayed: motor service due" displayed multiple times. After investigation the results indicated a reportable malfunction due to the faulty motor and lifted downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a cracked lens. There was no physical damage, and there was no patient involvement or patient harm. The customer returned the product for the cracked lens, and during physical inspection it was found that the pump had a faulty motor and lifted downstream occlusion (dso) seal.